Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005, a mesh was implanted; and on (B)(6) 2012, a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent anterior colporrhaphy with prolene mesh, sacral abdominal colpopexy, enterocele repair, abdominal paravaginal repair, cystourethroscopy, cystotomy and suprapubic telescopy due to recurrent sui, cystocele, enterocele and vaginal vault prolapse. It was reported that in 10/2002 the patient underwent suburethral cooper¿s ligament xenograft sling, anterior and posterior colporrhaphy and laparoscopic assisted vaginal hysterectomy. It was reported that both meshes were implanted on (B)(6) 2005. It was reported that the patient underwent mesh revision on (B)(6) 2012, along with colporrhaphy, cystourethroscopy and evacuation of bladder foreign bodies due to vaginal mesh extrusion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.